Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by angina and non-st elevation mi acute. During the procedure, two resolute onyx drug eluting stent were successfully implanted between the mid and proximal lad to treat lesions exhibiting 80% stenosis. The lesions were eccentric, diffuse, and heavily calcified. One resolute onyx des was implanted in the distal rca to treat an irregularly contoured lesion exhibiting 80% stenosis. One resolute onyx des was implanted in the mid rca to treat a lightly calcified lesion, exhibiting 70% stenosis. One resolute onyx des was implanted in the 1st rpl to treat a lesion exhibiting 70% stenosis, with a diffuse and eccentric lesion. There were no abnormalities in relation to anatomies. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesions were pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. Approximately 3 days post index procedure, the patient present ed with stemi. Ivus was performed. No significant disease was found in the lad. In-stent restenosis and evidence of thrombus was found in the mid rca. Interventional treatment was performed in the mid rca. Patient died on the same day.

Manufacturer narrative:
Image review: the images capture the thrombus in the mid rca as reported by the account. Previously deployed stents are visible throughout the rca. The image captures post dilation of the resolute onyx stent at the site of the thrombus, and throughout the rca with an unidentified balloon. The rca vessel is then shown after treatment, with evidence of persistent thrombus in the proximal to mid rca. The cine images however provide no evidence as to the root cause of the patient death. Images also capture the resolute onyx stents previously implanted in the lad. Narrowing of the lad vessel is visible distal to the previously deployed stent. If information is provided in the future, a supplemental report will be issued.